Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced high blood glucose. Blood glucose level at the time of the incident was 266 mg/dl. It was explained that the insulin pump did not give a low reservoir alarm; the customer ran out of insulin during the night and woke up very thirsty and blood glucose was high. They changed the reservoir and gave a correction bolus. It was also reported that the customer had issues with 2 infusion sets. They indicated nothing broke when disconnecting at the quick release, but the customer was not able to reconnect and had to change the infusion set. They also stated that insulin would not go through the tubing after changing the infusion set and reservoir and they had to manually prime with the plunger. Troubleshooting was not performed as the customer was not present with the insulin pump. It was advised to call back. The insulin pump will not be returned for analysis.